Event description:
Information received with return of the explanted device notes battery failure and premature end of life with no consequences to the patient. External electrical cardio- version was reported.